Event description:
The patient outcome was reported to be stable.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent surgery with the tfna 12 mm nail in question. In the surgery, the patient¿s marrow cavity was narrow, so a riss was confirmed under the nail because it was inserted by tapping. The surgery was completed successfully without any delay. The day after surgery, the patient had a re-fracture under the nail on (B)(6) 2023. The fracture site was at a riss site identified during the surgery. Reoperation was scheduled for (B)(6) 2023, with the plan being to fix it by the cable and replacing a tfnaagmt long nail. This report involves one unk screws: trauma. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.